Manufacturer narrative:
An extended investigation is pending at this time. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a samsung phone with android operating system version 2849335-13. The customer reported that the high/low glucose alarm did not sound therefore, the customer was unaware of changes in their glucose levels. As a result, the customer experienced hypoglycemia and received unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc application in use with a samsung phone with android operating system version 2849335-13. The customer reported that the high/low glucose alarm did not sound therefore, the customer was unaware of changes in their glucose levels. As a result, the customer experienced hypoglycemia and received unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported missing/not receiving low glucose alarm on librelinkup app. Attempted to replicate the customer's complaint using similar configurations of samsung galaxy a52 for android 13 for freestyle librelink app version 2.8.4.9335 and samsung galaxy s20 fe with android 13 for librelinkup app version 4.8.0 and iphone 11 with ios 15.6.1 for librelinkup app version 4.8.0 and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the librelinkup during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.